Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed a manual time change had occurred. The time keeping accuracy test showed the pump was maintaining time accurately. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged that the pump was off by five minutes per month. There was no indication that the product caused or contributed to an adverse event. This issue is being reported time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.